Event description:
Related manufacturer reference number: 2017865-2021-32116, 2017865-2021-32117. It was reported that a patient presented with pocket erosion. The patient's whole system, including their pacemaker, right ventricular lead, and right atrial lead were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Analysis was normal. No anomalies were found.